Event description:
It was reported that following an advance sling implantation, the patient experienced urinary retention. Surgery was performed to loosen the sling and it was indicated that the patient "was back to leaking" like before the original advance implantation surgery. No additional patient complications have been reported in relation to this event